Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to a high fever and a suspected infection. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient has been discharged from the hospital.